Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to get an appointment so a manufacturer representative (rep) could look at the device. The patient said they needed a trickle charge and mentioned she was in pain. The patient recently got over pancreatitis and nerve disorder reflex sympathetic dystrophy. The patient spoke with a rep and was told to schedule an appointment with the patient¿s healthcare provider (hcp). The patient was scheduled for (B)(6) 2018-. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient saw poor communication on the programmer. The patient was unable to communicate with the recharger. The last successful recharge was a month and a half ago. The reason the patient did not charge was because the patient went on vacation and forgot the recharger. The patient was currently admitted in the hospital for chronic pain and did not have the recharger or programmer present. The patient said the pain is the pain that the ins would have been helping with. The patient stated the pain was getting worse from that day to today. The return of pain was due to the ins being off from the patient not charging. The return of pain started on (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2018 and was expected to be discharged on (B)(6) 2018. No further complications were reported.